Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported image resolution poor resulting in difficult to remove from the anatomy (clip becoming caught in chordae) appears to be related to patient and procedural conditions associated with imaging being exceptionally challenging due to patient anatomy (huge left atrium). Unspecified tissue injury resulting in unchanged mitral valve insufficiency/regurgitation appears to be related to difficulty removing the clip from anatomy and is therefore related to procedural conditions. Tissue damage/injury and mitral regurgitation are listed in the instructions for use as known possible complications associated with mitraclip procedures. Serious injury / illness / impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The imaging was exceptionally challenging. A xtw triclip (30720r1092) was chosen for implantation. The clip was placed laterally on the valve successfully. A nt clip (lot: 40207a1046) was then attempted to be placed in the lateral commissure due to a residual jet. When the nt crossed the valve, imaging became much worse and the clip became stuck in chordae. Troubleshooting was performed for roughly an hour before the clip could be unstuck and brought back to the left atrium. Mr was observed to have worsened thought to be due to tissue damage. The procedure was aborted and ended with unchanged mr grade 4. There was no clinically significant delay.